Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Caller states imaging shows only one lead is implanted. The caller has a note from the procedure in which implanting doctor notes "decided to forgo attempt to place second wire as I was not at all confident I would be able to get one into position given the challenges encountered with original wire". Agent reviewed that having one lead versus two leads would not directly affect MRI eligibility so long as the one lead (and the rest of the system) meets the criteria. The pt's MRI is set for 9/16. Agent reviewed any concerns moving forward may need to be directed to the managing/implanting doctor. Agent re-listened to the call and the caller noted while reading the op report ¿the wire was not easily passed, they used curved and straight stylet.¿